Manufacturer narrative:
A facility reported that one of their employees experienced respiratory symptoms including stuffiness and hoarseness after handling rapicide pa high level disinfectant (hld) used with their medivators dsd edge automated endoscope reprocessor (aer). It was reported that the employee was wearing proper protective equipment (ppe) at the time of exposure. Medivators ra followed up with the facility and it was reported that the employee sought medical attention with their health care provider and an occupational therapist. It was reported that the employee is scheduled to see an ear, nose, and throat specialist. The facility reported that the employee has been temporarily moved to a different facility. Medivators fse went onsite and confirmed the aer is operating to specification. The facility has elected not to install the vapor management system that medivators offers as an additional protective measure to capture fumes during automated reprocessing. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
A facility reported that one of their employees experienced respiratory symptoms including stuffiness and hoarseness after handling rapicide pa high level disinfectant (hld) used with their medivators dsd edge automated endoscope reprocessor (aer).